Event description:
The patient contacted animas alleging that the pump was intermittently not responding to pressing of the keypad buttons. The patient also alleged that the keypad was peeling although the buttons were springing up and down normally. He also claimed that the buttons were clicking normally. The patient denied any exposure of the device to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.